Event description:
It was reported that the balloon would not deflate when the catheter was in the patient. This event occurred a couple of weeks ago and as reported there were no patient complications. Device will not be returned for evaluation; however, a similar event was reported at the same hospital and the device was returned, there was no defect found.

Manufacturer narrative:
This device was not returned for evaluation, it was discarded at hospital; however, there was a catheter from the same customer, same model returned and evaluated and no defect was found. An MDR (reference MDR no. 2015691-2010-13045) was submitted for the returned catheter as per edwards standard procedures.